Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they need a phone number to find someone to program their machine. Patient stated the therapy is not programmed right and it is not working since about 2 months ago. Patient verified they have not had any traumas or falls since around the time the therapy stopped working. Agent is sending a message to the local field reps about patient request. Pt stated her healthcare provider told her to contact manufacturer to adjust the ins. Additional information was received from the patient. Patient was asked to clarified regarding therapy not being programmed right. Patient stated it was not programmed right. They had a very hard time finding a rep to program their device. Went 3 months without it (was not very happy). Patient stated after meeting with their doctor and rep they were reprogrammed but will be getting a battery replacement. The rep could not have been more helpful. Rep give them several places phone number to use. Patient will be getting a new battery. Waiting for the doctor to make an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that the patient has been scheduled for a surgical cons ultation for a new battery replacement on (B)(6) 2025. The surgery has not been scheduled at this time. The ins remains implanted at this time.